Event description:
An ortho-clinical diagnostics representative was contacted by a customer to report 541-014 (luminometer data invalid) condition codes on their vitros eciq immunodiagnostic analyzer. The customer indicated the codes were occurring across multiple samples using vitros ahiv lot 2825 on a vitros eciq immunodiagnostic system. No erroneous patient sample results were reported out of the laboratory and there were no allegations of harm. (B)(4).

Manufacturer narrative:
The investigation determined that code 541-014 (luminometer data invalid) occurred on multiple samples while using the vitros ahiv lot 2825 on a vitros eciq immunodiagnostic analyzer. The most likely cause is a non- reportable assay issue however this could not be confirmed. The occurrence of this code may also be indicative of an instrument related issue and these issues could not be ruled out at the time of this report.